Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a display (dim/fading) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2013. Device evaluation: the pump powered on with a dim, discolored display. A test display was attached to the pump and illuminated properly without discoloration.